Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 08/21/2018, that on (B)(6) 2018, the patient experienced unknown failures. No additional patient or event information is available. No product or data were provided for evaluation. The complaint confirmation could not be determined. A root cause could not be determined.